Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery and motor error. Customer's blood glucose reading was 420 mg/dl. Insulin finally exited from the tubing with a manual prime. Product is not being returned or replaced.